Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative went to the site to test the equipment. All equipment worked perfectly. The rep spoke with the hospital staff and found that the issue was related to a user error during registration. There was nothing wrong with the navigation equipment and nothing to repair. The instructions for use (IFU) that accompanies the device provides guidance on registration methods.

Event description:
A site representative reported that the system has an "alignment" issue and was not working correctly. There was no further info regarding the issue or whether there was a clinical event related to this.